Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but it has not been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument became stuck right after starting the procedure and some black powder fell into the patient¿s cavity. The customer retrieved the fragment during the same procedure. After removing the instrument, the customer checked the trocar but found no damage. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer felt that the instrument was stuck but there was no issue upon removing the instrument. The instrument jaws were not grasping on tissue when the issue occurred. The site did not identify any part or component broken off from the instrument. The customer indicated that all the fragments were retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. It was unknown what caused the issue to occur as the instrument did not collide with any hard materials or other instruments during the surgical procedure. Upon final removal of the instrument, the wrist was straightened, and the cannula had no damage after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.216¿ - 2.250¿ in length and were not aligned with the tube axis. The complaint regarding physical damage was confirmed by failure analysis. Corrected information is found in the following fields based on updated information that was received: b3 (event date), d4 (product lot number, unique identifier number), and h4 (device manufacture date). In addition, the following information was obtained: the procedure being performed on the date of the event was a myomectomy.

Event description:
Refer to h10/h11 for follow-up information.